Event description:
30 ml syringe with visipaque being injected right femoral approach catheter by surgeon. Bd 30 ml slip tip syringe broke at tip attached to the stopcock and the plunger shattered at the exposed section out of the syringe. Syringe and broken parts removed from the field and retained.